Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter with an unidentified stopcock attached to the hub. The balloon was loosely folded. Microscopic examination revealed that the balloon has a 5.5mm longitudinal tear on the distal end of the balloon starting 9.5mm from the proximal markerband. There are numerous hypotube and shaft kinks. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 2.00mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres, blood was noted in the indeflator. The device was completely removed from the patient and it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 2.00mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres, blood was noted in the indeflator. The device was completely removed from the patient and it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.